Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to a cardiomens placement interventional procedure. Reportedly, it was difficult to open and close the footplate of the first proglide device. A suture break occurred with the second proglide device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 12f and the cardiomens placement procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty with the foot was not confirmed. A needle to cuff miss was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.